Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). When this device is showing all three icons, it is likely that the internal hlc batteries do not have sufficient power available to provide effective defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the internal hlc batteries, designator bt1, bt2 and bt3 from the analog pcb assembly were depleted and additionally bt3 had leaked electrolyte. The cause of the reported issue was determined to be due to an electrically leaky filter, designator fl10 from the analog pcb assembly. The filter led to the depletion of the hlc batteries.